Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer complained that the cannula self adhesive from previous, unspecified lot, did not stick enough. With the new lot the problem did not occur again. No adverse event reported. Device not available for return.